Manufacturer narrative:
Philips service reconfigured the system to restore the video signal and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was a loss of video signal on monitor during use on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.